Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that following an ablation procedure, the patient experienced an episode of atrial standstill lasting over one minute. In response, the physician initiated pacing, and the patient was connected to a recording system. The absence of atrial conduction and non-functioning sinus node were confirmed. The patient fully recovered after receiving isuprel for five minutes.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. Correction to initial MDR in blocks h6 patient codes, impact code, and device codes.

Event description:
It was reported that following an ablation procedure, the patient experienced an episode of atrial standstill lasting over one minute. In response, the physician initiated pacing, and the patient was connected to a recording system. The absence of atrial conduction and non-functioning sinus node were confirmed. The patient fully recovered after receiving isuprel for five minutes.